Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture present in the pump. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: during investigation, a crack in the battery compartment was found on the side of the battery compartment to the battery compartment cover. No corrosion was found in the battery compartment. No moisture was observed behind the display lens either. A leak test was performed and failed due to the battery compartment leak. The pump cover was removed to find no evidence of moisture damage inside the pump.